Manufacturer narrative:
H11: it is unknown how the device was being used at the time of the event. Patient involvement could not be determined. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. No patient or user harm reported. H10: a service quote was provided to the customer, however, the customer did not approve the quote and it subsequently expired. There was no field service performed by philips. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for additional details regarding the resolution; however, no response was provided. Unable to determine if the customer's issue was resolved.

Event description:
The customer reported biomed is reporting the v60 is displaying low leak-co2 rebreathing risk error. The device was not in clinical use. No patient or user harm was reported. The remote service engineer (rse) advised the customer to complete v60 performance verification testing to identify parameters that are out of specification. The customer reported there test equipment is out for calibration. The (rse) advised the customer that they likely have a failure of a compound in the v60 gas delivery system.